Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had power test fail code 14 and the ECG's has interference, only one leed works. The night shift had an "iabp may require maintenance" alarm during the night shift but they did not know what to do. The day nurse called and indicated she had a backup pump available at the bedside and stated she was comfortable moving patient on to that. There was no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that on power up, the cardiosave intra-aortic balloon pump (iabp) unit had power test fail code 14 and the ECG's has interference, only one leed works.

Manufacturer narrative:
The aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 27july2023. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the compressor. The fse was unable to duplicate an issue with the ECG cable. The fse calibrated and the tested the unit to specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The maquet failure analysis and testing department received and inspected a compressor and observed the temperature sensor wire is broken on the base of the connector and can¿t be plug in. The compressor could not be tested due to the broken temperature sensor connector. Retaining the compressor in the failure analysis and testing department per procedure.